Event description:
The keying device wouldn't thread easily into the lag screw extending the surgical procedure by approx one hr.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation could not draw any conclusions about the reported event. Product development and marketing were informed of the complaint. No corrective action taken. A communication sales mail was placed on depuy edge concerning this issue. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.